Event description:
A customer reported a cartridge alarm 20 issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, leading to a decision to replace the pump. A replacement pump was sent, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.